Event description:
It was reported by the surgeon this tricuspid valve the mitral valve (MDR# 2648612-2010-00010) were explanted because the patient was non-complaint with anticoagulation and the valves became clotted. He indicated he did not have a complaint regarding the performance of the valves. This tricuspid valve was replaced with a 29 mm sjm mechanical valve (MDR# 2648612-2010-00013) and the mitral valve was replaced with a 27 mm sjm mechanical valve (MDR# 2648612-2010-00012). The patient died on (B) (6) 2009 and the cause of death was not provided.